Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, after the surgeon fired the device; the device was stuck on the anastomosis and was unable to be released from the tissue after the fire. Rotating the device 360 degrees amid a strong tension, the device was forcibly pulled out. Since the blood flow did not seem good, dissection and anastomosis were performed again. Last patient's status: under observation. Operating time extended: more than 30 min. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4) post market vigilance (pmv) led an evaluation of one eea 28mm single-use stapler opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A microscope examination of the device displayed nicks on the knife blade. In addition, a shallow knife impression and cross cutting staples were observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the pushers advanced. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.